Manufacturer narrative:
A physical evaluation found the outer jacket prolapsed and a 0.8cm tear 1cm from the distal tip.

Event description:
Vascular intervention case to treat a cto. Device was returned with the statement "damage at tip." Upon physical evaluation a breach in the outer jacket was found, exposing the patient to manufacture material and potential for an accidental radiation occurrence.